Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) unit alarmed "low vacuum". The customer was advised to switch to a new unit and report the current pump to biomed for service. After calling back 1 hour later to follow up, a new pump was found but had no ECG cables attached. The customer that the ECG cables could not be removed from the initial pump due to a locking device that was placed. The customer continued to look for more ECG cables and reported that no further assistance was needed. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified reported complaint based on data contained within logs. He allowed the unit to run on ECG trigger at 80bpm for approximately 60 minutes and was able to confirm and duplicate reported complaint. He then, commenced troubleshooting and discovered metal shavings within the compressor. The fse replaced the compressor assembly and completed full pm, safety, calibration, and functionality checks. All checks passed to factory specifications. The fse allowed the device to run overnight at 100bpm on internal trigger with known iab. The fse returned to the site and confirmed unit continuously ran for approximately 16 hours without any alarms or abnormal function occurring. The iabp unit was functioning in accordance with factory specifications and was cleared for clinical use. The removed parts were returned to failure analysis and testing for evaluation. The failure analysis and testing technician(fat) installed the pump assembly and hoses into the cs300 test fixture and tested the pump assembly and hoses as per the cs300 service. The fat dept. Could not verify the failure of the pump assembly. (Low vacuum) after 3hrs of run time. Retaining the pump assembly and hoses in the fat dept. Per procedure.

Event description:
N/a.